Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a communication error alarm on the insulin pump. The customer's blood glucose was 160 mg/dl. The customer stated that she was sleeping when the alarm occurred. The customer states that the issue did not result in a serious injury or hospitalization. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self- test. No unexpected alarm noted. The insulin pump was received with cracked case at display window corner, broken reservoir tube lip and minor scratched display window.